Event description:
The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in one piece. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist following the explant procedure.

Event description:
Vns patient has passed away due to a seizure. The patient was reportedly found asystolic. The patient's family has repeatedly requested that no autopsy be performed. The patient was receiving vns therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Treating neurologist indicated that the relationship between ncp system and the cause of death was unknown. There is no evidence at this time that the ncp system caused or contributed to the reported event.